Event description:
Pump function switch reportedly did not spring back to infuse setting after being turned to the bolus position. The pump may not infuse in this dial position after the bolus dose is administered. No adverse pt events reported. No other info has been made available.